Manufacturer narrative:
(B)(4). Device is a combination product. Device evalauated by MFR.: synergy ous mr 2.25 x 20mm stent delivery system was returned for analysis a visual and microscopic examination of the stent found stent damage, with stent strut on second distal stent strut row slightly skewed. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found a hypotube break located 18.5cm distal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on additional information received on 05mar2020. It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25x20mm synergy drug-eluting stent was advanced for treatment. However, while advancing, the device got caught in the lesion. The physician forcibly pushed and the proximal shaft was bent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the hypotube break at 18.5 cm distal end of the strain relief.